Event description:
Reporting status: serious injury/required intervention. Reporting rationale: dissection requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that after implantations of the first xience v stent within the pre-dilated proximal rca, a distal edge dissection was noted. This required treatment via implantation of a second xience v stent. The pt was discharged the following day. There is no add'l info available.

Manufacturer narrative:
Dissection is a known adverse event associated with coronary stenting as noted in the xience v IFU and risk assessment matrix. This known pt effect is not necessarily an indication of a product quality deficiency, dissection can be influenced by several factors, including but are not limited to, lesion characteristics, procedural technique, and product size selection. The IFU also states that: implanting a stent may lead to vessel dissection and acute closure requiring add'l intervention (CABG, further dilatation, placement of add'l stents, or other). The dissection required treatment with and add'l xience v stent.